Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. A pinhole was identified in the balloon wall at the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, during 1st inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, during 1st inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).